Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer has been on manual injections for the last week. Customer's blood glucose was 11 mmol/l.